Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 8030647-2015-00136 for the first report. It was reported after approximately five minutes following closed suction catheter placement, the vent alarmed low tidal volumes. When the catheter was removed or the suction tubing was not connected to the catheter, the vent did not alarm. The first catheter was replaced with a second catheter. After approximately five minutes following second catheter placement, the vent alarmed low tidal volumes. When the catheter was removed or the suction tubing was not connected to the catheter, the vent did not alarm.. A third catheter was used and functioned properly. There were no low vent alarms with the third catheter.